Event description:
The service and repair department documented the hand piece for battery powered driver runs continuously. The issue was found after it was washed and tested with a battery. The sales rep confirmed that there was no patient involvement and that the issue was found outside of the operating room. This is not for a warranty replacement only. This event did not contribute to a death or injury, whether the device was misused or not. The device did not malfunction during surgery while being used on patient. The reported instance was not an anticipated service or warranty replacement issue. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: gxl. Device is an instrument and is not implanted/explanted. A service history review was conducted. The report indicates a service history of the past three years has been reviewed. The item was previously returned for service on (B)(6) 2012 and (B)(6) 2013 due to motor failure. The customer called in a service request for this item on (B)(6) 2014 and reported the device runs continuously. The previous service conditions of motor failure are relevant to the current complained issue of the device runs continuously. The manufacture date of this item is 13-apr-2007. The source of the manufacture date is the release to warehouse date. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Service & repair review: the customer reported the motor was running continuously. The repair technician reported the base plate was cracked, and the motor was running slow in forward and reverse. Motor failure is the reason for repair. The cause of the issue is unknown. The following parts were replaced: handle (new lot #005436), contact plate, circuit board, motor, membrane switch/flex circuit, and all applicable components. This item was repaired, passed final inspection and returned to the customer on 5-jan-2015. The evaluation was confirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.